Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented at the hospital after losing consciousness during an episode of ventricular tachycardia. The device classified the event as supraventricular tachycardia and delivered successful therapy after the rhythm changed. The device was reprogrammed and the patient is in stable condition.